Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vitamin d deficiency ("vitamin d deficiency") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain-40ibs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency, weight increased and loss of libido outcome was unknown. The reporter considered loss of libido, medical device removal, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case was upgraded to incident. New event ' medical device removal, loss of libido, weight gain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vitamin d deficiency ("vitamin d deficiency") and loss of libido ("loss of sex drive") and was found to have weight increased ("weight gain-40ibs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, vitamin d deficiency, weight increased and loss of libido outcome was unknown. The reporter considered loss of libido, medical device removal, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.